Event description:
In 2007, chrome cobalt rod -smith & nephew- lot # 06lm01248- was used for my mother's hip replacement. Patient was doing well until 2008 when the rod broke. The part was defective as per surgeon performing the operation. The part broke. There was no traumatic injury to the patient that would cause the part to break. The patient was walking on a flat surface at the time her leg gave out. The operation lasted 4 1/2 hours to remove the old part and another 2 hours for reconstruction. As a result the patient is walking again but with difficulty. The part was returned to the manufacturer by the hospital and a report was to be filed with the FDA. I have my mother's medical records but the information was not included. I want to make the FDA aware of this problem and would like to be informed of the outcome. Components used: smith & nephew size 64 mm outer diameter multihold cup with two 6.5 mm cancellous screws, a 36 mm lateralized liner, +4 mm, a 260mm 30mm calcar echelon bowed porous femoral component with a 36 cobalt chromium head and +4neck with a 12/14 taper. Dates of use: 2007 -- 2008. Diagnosis or reason for use: total hip replacement.